Manufacturer narrative:
H3, h6: the device, intended for use in treatment, was returned for evaluation. A visual inspection reported no defects. The functional evaluation found that the device failed to charge. This caused the device could not be switched on, establishing a relationship between the device and the reported event. The root cause was identified as depleted battery. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a lab or demo the renasys go console does not switch on. No patient involved.